Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient received a shock due to oversensing noise. It was suspected that the sensed noise was caused by the close proximity of the rv lead to a ventricular assist device. The noise issue was resolved by inserting the lv lead into the rv pace/sense port of the header.